Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump alarmed no delivery three times. Customer's blood glucose was 321 mg/dl. Customer changed the infusion set and reservoir and now the device is working fine. Troubleshooting was not performed as customer was reporting a past event. She is not returning the reservoir for further analysis.